Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged into the superior vena cava. It was reported that the lead appeared to be pulled all the way back to the collarbone and appeared like the electrode end of the lead might have been detached. This lead was explanted and another lead was implanted. This ra lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned yet. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead had a missing distal helix. Microscopic examination showed a cracked weld next to the fracture face of helix wire. Also, ductile dimples and torsional lines on fracture face indicated that there was torsional overload.